Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : part: 03.010.475 lot: l361951 manufacturing site: bettlach release to warehouse date: may 18, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the distal threaded tip and shaft were observed to have broken off. The broken part was found inside the hole for driving cap in the insertion handle . However, the root cause for the reported event cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a unknown procedure. It was noted that the hammer guide was connected to insertion handle and nail was put in canal. The surgeon began to tap the hammer guide to insert the nail when the hammer guide snapped at the area where it screws into the insertion handle. There was no surgical delay noted and the procedure was successfully completed. There were no fragments generated and no patient consequences noted. This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).